Event description:
The patient had a 90% flow-limiting stenosis in the m1 segment of the left middle cerebral artery (mca). The anatomy was noted to be severely tortuous especially in the petrous segment of the left internal carotid artery (ica). Angioplasty was successfully performed and angiography taken immediately after noted "markedly improved transit time in left mca distribution". However, a small linear filling defect was noted along the m1 segment consistent with "an intracranial dissection". The physician attempted to advance a stent system [subject device] to the region but encountered "significant resistance" when trying to advance the system through the supraclinoid left ica, due to the tortuosity. The guidewire "herniated back in the left ica". The physician was unable to reaccess the true lumen of the vessel and a further angiogram identified the intracranial dissection of the m1 segment of the left mca had propagated proximally into the supraclinoid segment of the left ica. The guidewire was exchanged for a different one and this was successful in accessing the lesion but the physician was unable to deploy the stent. An acute change was noted in the patient's systolic blood pressure and loss of eeg and ssep waveforms suggestive of elevated intracranial pressure and arterial rupture. An angiogram confirmed the "rupture in the supraclinoid" segment of the left ica perhaps involving and just distal to the origin of the left posterior communicating artery (pcom) and probably related to the region of propagating dissection inferiorly." 50mg of protamine were given intravenously and 10 units of unpooled platelets were infused to rapidly reverse the anticoagulation. The patient was placed in a protective comatose state. The physician used two balloon catheters in the petrous segment of the left ica to temporarily occlude left ica. To treat the rupture, the balloons were deflated and a microcatheter was advanced to the left pcom and four coils were deployed with the origin of the pcom. Several follow angiograms demonstrated continuing extravasation in the supraclinoid segment of the left ica. The microcatheter was reposition and 2ml of onyx 34 were slowly infused into this region. A final angiogram demonstrated improved flow through the bilateral anterior cerebral arteries with slow opacification of the left mca probably due to the intracranial dissection. The procedure was terminated at this point and a CT scan revealed a significant subarachnoid hemorrhage and contrast and a ventriculostomy drainage catheter was placed. The patient experienced labile heart rate and blood pressure secondary to increased intracranial pressure. The patient required "multiple boluses of epinephrine requiring CPR in a few instances for hemodynamic support. The patient was stabilized with "maximum dopamine and epinephrine infusion" but intracranial pressures remained relatively high and the pupils wer fixed and dilated. The patient died later the same day.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event. Additional information was requested from the user facility. Based on the information received, the following was determined: the physician did not allege any malfunction of the stent or balloon catheter had occurred. The physician believes that the dissection of the vessel due to the angioplasty contributed to the patient's acute change during the procedure. There were no anomalies noted to the packaging or devices prior to use. Continuous flush was maintained. The lesion was not calcified. The physician believes that the loss of access with the guidewire was due to the extremely tortuous anatomy. Approximately fifteen minutes elapsed from the deflation of the balloon catheter to the vessel rupture.